Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the down arrow and ok keypad buttons have become intermittently unresponsive and difficult to press over the past month. He noted that the buttons do not spring back when pressed. The patient confirmed that the keypad is intact; denied exposing the pump to water; and stated that he wears the pump in his pocket.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all button key contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.